Event description:
It was reported that during a radical gastrectomy for cancer procedure, the device was difficult to remove from the fired staple. The staples clung to the skin. The case was completed with a like device with no pt consequence.